Manufacturer narrative:
Correction: section b5 - the device mentioned should have been "pacemaker (pm)" instead of "implantable cardioverter defibrillator (ICD)."

Event description:
It was reported that the pacemaker (pm) exhibited premature battery depletion. No intervention was reported. The patient condition was stable. New information received notes that the physician explanted the pm, and no patient consequences were noted post-procedure.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was at end of service (eos) level upon receipt. Analysis of device image indicated device was programmed to high field settings. Further analysis performed did not find any anomaly, voltage is at end of service (eos) level. Longevity assessment was performed, and implant duration exceeds total projected longevity, indicating normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was reported. The patient condition was stable.